Event description:
It was reported that air bubbles were observed within the canister. Additionally, it was reported that the customer¿s blood glucose was over 500 mg/dl. Cause was unknown. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .